Event description:
It was reported when the device was used during a low anterior resection, the device fired malformed staples. Anastomosis was hand sewn to complete the case. There were no patient consequences.